Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The 35mm in length, 4.00mm in diameter, concentric, de novo and 85% stenosed target lesion being treated was located in the non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The lesion was not predilated. The 4.00x38mm promus element stent delivery system (sds) was being advanced through the non-bsc guide catheter when resistance was felt and the sds would not advance. The promus element sds was then attempted to be removed through the guide catheter and a part of the stent became decrimped from the delivery system. The sds was then removed along with the guide catheter. Upon reaching the sheath in the femoral artery the stent became dislodged from the delivery system. The stent was attempted to be removed with a guide wire, however this was not successful. The promus element stent remains in the common femoral artery and it was noted that all branches of the femoral artery were patent. The patient was referred to coronary artery bybass graft for treatment of the lesions. The patient was asymptomatic and stable following the procedure. It was also reported that during this procedure a chronic total occlusion of the right coronary artery was attempted to be treated, however, the unspecified bare metal stent was unable to treat the lesion.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).